Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that for a year the patients and the health care provider (hcp) have been working together to adjust the pump and have not been able to keep the patient's blood glucose (bg) stable. The last pump they had did work very well, and the hcp and parents are insisting this pump be replaced. This complaint is being reported due to the allegation of inaccurate delivery there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's black box history was reviewed and showed that a "replace cartridge" alarm was recorded on (B)(6) 2012 at 02:44. The alarm was confirmed and deliveries resumed at 07:38. The history showed a "replace cartridge" alarm was recorded on (B)(6) 2012 10:32; the alarm was confirmed and deliveries resumed at 11:40. On (B)(6) 2012 03:59, a "replace cartridge" alarm was recorded; the alarm was confirmed and deliveries resumed at 05:25. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed; the pump passed and was found to be delivering within the required specifications. The complaint of inaccurate insulin delivery was duplicated during the investigation.